Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported the sensor wire was missing and noticed that the wire was still embedded in his skin. The patient stated that he went to the hospital on (B)(6) 2024 to get an ultrasound to check if the sensor wire was embedded in his skin. The patient stated the sensor wire was found and it came out on it's own. It was sticking out and he pulled it out himself using tweezers. He said he was prescribed clindamycin 2 tablets a day for 5 day to avoid infection. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 4/15/2024.